Event description:
Note: this report pertains to one of two gemini baskets used during the same procedure. Refer to manufacturer report # 3005099803-2013-11680 for the other associated device information. It was reported to boston scientific corporation that two gemini baskets were used during a procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the first used gemini basket broke inside the patient's kidney, and the second gemini basket broke directly when the physician inserted it inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.